Event description:
It was reported that the patient had a cardiac arrest immediately after the surgical team completed closing the incisions during an implant procedure. The code team presented to the operating room (or) and was able to successfully revive the patient. The patient was temporarily intubated and was held in the or until stable. Subsequently, the patient was transferred to the intensive care unit (ICU) and was extubated. The physician believed that the cardiac arrest was not device related, however, the cause was unknown. The patient remained in the hospital for further evaluation and treatment and was discharged the following day.